Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing on the atrial channel. This involved right atrial (ra) lead is a non (B)(6) product. (B)(6) technical services (ts) was consulted and upon review, lead measurements were found to be within range. No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).